Event description:
It was reported the right ventricular lead had undersensing, dislodgement, and high thresholds. The lead was attempted to be repositioned, but the helix would not deploy. The lead was removed from body and checked, and the entire lead twisted when attempting to deploy/retract the helix. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. . Evaluation summary: (B)(4) the helix was disengaged from the helical channel. Also noted that distal conductor distorted. The helix will not extend or retract properly due to being over-retracted, and the distal coil is distorted in the connector. Blood was present in/on the helix mechanism (sleeve head), there was a tip seal observation, and there was a deformation/fracture in the proximal section of the inner coil. The full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted; full lead returned and analyzed. The helix will not extend or retract properly due to being over-retracted, and the distal coil is distorted in the connector. Blood was present in/on the helix mechanism (sleeve head), the helix was disengaged from the helical channel, there was a tip seal observation, and there was a deformation/fracture in the proximal section of the inner coil.

Event description:
It was reported the right ventricular lead had undersensing, dislodgement, and high thresholds. The lead was attempted to be repositioned but the helix would not deploy. The lead was removed from body and checked, and the entire lead twisted when attempting to deploy/retract helix. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.